Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the cover of the display holder fell on the head of a senior doctor during surgery. The person concerned was diagnosed with a hematoma but was still able to work.

Event description:
It was reported that the cover of the display holder fell on the head of a senior doctor during surgery. The person concerned was diagnosed with a hematoma but was still able to work.

Manufacturer narrative:
The information as provided regarding the affected display holder (polaris 600) was evaluated and the product-specific assembly instructions and instructions for use was considered. According to the assembly instructions, the cover of the display holder must be secured with six screws, distributed over the entire circumference, to prevent it from falling. In the current case, all six screws of this cover were missing, which is why the cover came loose and fell. Before the event occurred, a modernization measure had been carried out on five technically comparable display holders. For this modernization measure, the display holder covers were removed by dräger service. After new combination cables and a fiber optic cable were installed and a new display was mounted (by third-party company), all covers of this type were reassembled by dräger service. According to the service report, the functional test had been carried out successfully and the devices were handed over to the customer in an operational condition. No information was available as to whether any of the covers had been opened again after reassembly by dräger. After the event, the detached cover of the affected display holder was reattached by the technician of the in-house engineering department. In addition, all other technically comparable covers/display holders were checked by the in-house engineering department; no further deviations are known. The reason for the missing six screws on the affected cover could not be determined. An installation error is assumed. According to the instructions for use, a functional and visual check must be carried out before each use to ensure that the system is ready for operation. This is an isolated case. No systematic error was identified in the course of the investigation. The assembly instructions contain the necessary information for safe assembly of the system components. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.